Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. Device is an instrument and is not implanted/explanted. The complaint device is expected for return to synthes for evaluation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event (B)(6) as follows: it was reported that during a spinal arthordesis procedure the t-pal spacer applicator could not be detached from the cage which was already inserted inside the patient. It was reported by the surgeon that all the steps were performed as described on the device surgical sheet. The applicator instrument was deliberately broken off to allow for the release of the cage. This event resulted in a 30 minute surgical delay. There was no report of patient harm and the surgery was completed without further complications. This report is 1 of 4 for (B)(4).